Event description:
It was reported to medtronic minimed that the customer experienced reservoir unable to lock into place, retainer ring damage, physical damage on the pump. The customer reported hyperglycemia treated with manual injection/insulin pen, insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1715kl, mmt-242a, mmt-332a. Troubleshooting was performed. Customer reported physical damage to the retainer ring on the pump. Reservoir is unable to lock into place. No further patient complications were reported. The customer will discontinue using the insulin pump and revert to back up plan as per health care provider instructions. Mmt-1715kl was requested and customer response was the device will be returned. No product return is required for mmt-242a. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, displacement accuracy test and p-cap locks properly into the reservoir compartment. Successfully downloaded history files and traces using thus software. The following were noted during visual inspection: broken battery tube threads, cracked case (battery tube), cracked case-corner of belt clip rails, label damage (faded), cracked case and scratched case. In conclusion, customer concern of cosmetic damage was not confirmed at the retainer ring. Reservoir unable to lock into place and retainer ring damage were not confirmed. However, cosmetic damage was confirmed at the battery compartment during visual inspection when broken battery tube threads, cracked case corner of belt clip rails and cracked battery tube case were noted. Unable to confirm high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.